Event description:
Dr (B)(6) called into clearcorrect describing an adverse reaction her patient had to an orthodontic device manufactured by clearcorrect. The patient described the symptoms as slightly swollen, inner upper and lover lip, and a dry outer lip and area below the nose. The symptoms decreased for a few weeks but then came back and progressively increased into blisters in the inner lip with red and swollen tissue. Patient also started experiencing a very dry mouth and constant need to blow nose. There has been no product returned to clearcorrect from the doctor, so no investigation could be down on the actual appliance. A complete observation and investigation was done of the sanitation and packaging departments of the manufacturing line, but no irregularities were found. Once the re contacted the doctor for a follow up, she was told that the patient began rinsing off his aligners with common household soap, water, and listerine. At this point, the patient has yet to experience anymore symptoms from the aligners as previously stated. With simply rinsing the aligners with soap, water, and listerine, the patient feels comfortable continuing treatment at this time.